Event description:
The customer reported that during rounds, they noticed a low blood pressure for approximately 10 minutes. Customer stated that the monitor and the pic did not alert the low blood pressure although the pressure was below the alarm limits.

Manufacturer narrative:
Based on the available info, there was no device malfunction. The device was tested post incident by the hospital biomedical engineer, and was found to be operating properly. Philips is in the process of obtaining additional info regarding this issue and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B) (4).